Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a broken screen and a nonfunctional touchscreen, resulting in inability to operate the device; education was provided on shutting down the device to avoid further alerts, syncing data to the mobile app, and that data would not transfer to the replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a physical damage issue to the display/touch interface consistent with screen breakage and loss of touch response, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.